Event description:
The customer obtained falsely elevated, non-reproducible vitros trop I es results on a single patient sample on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated results were not reported. There were no allegations of harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event found that the vitros trop I es reagent and vitros eciq system were operating as intended. The investigation determined that the customer is not following the sample collection tube manufacture's recommendations for centrifugation time and speed. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." The root cause of the falsely elevated result is most likely user error associated with pre-analytical sample processing.